Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patients lead shows what appears to be noise in small bursts. Patient also had an increase in short intervals over the past couple of days. Other lead statistics appear to be in range. Lead to be evaluated further. Device remains implanted.